Event description:
The lead was implanted on (B)(6) 2012 and explanted on (B)(6) 2012. The atrial lead kept falling out during placement and would knock out the already placed (and pacing) rv lead. The procedure took place at (B)(6) hospital. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).